Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* 60mm articulating medium/thick reload opened by the account. Visual examination of the staple cartridge noted that the reload was fully fired. The articulation flag was bent. During functional testing, the articulation flag was bent back into the proper position and he reload was loaded into a pmv representative instrument (idrive ultra powered handle 1 and endo gia adapter standard) for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates the idrive handle and adapter lot numbers were released meeting all quality specifications. A review of the device history record for the reload could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Replication of this condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft. Based on the trend, no corrective action will be generated. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a laparoscopic low anterior resection the surgeon attempted to push the blue and silver toggles to straighten the jaws; however, the jaws did not fully straighten and the device was unable to be removed from the trocar. Adjusting the articulation of the jaws manually, the device was removed through the trocar. There was no injury or adverse event reported.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.